Manufacturer narrative:
Citation: barrera n, gallegos f, chamay s, cerrud-rodriguez r. Swimming with sharks: left main coronary obstruction following transcatheter aortic valve implantation. Cureus. 2023;15(6):e40514. Published 2023 jun 16. Doi:10.7759/cureus.40514 earliest date of publication used for date of event. No unique device identifier (serial / lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding a patient who underwent transcatheter aortic valve implantation with a medtronic 26 mm evolut pro valve. Upon deployment, the valve shifted upward toward the aorta. However, both echocardiography and aortography showed good coronary flow. The procedure was deemed successful and was concluded. Approximately ten minutes later, the patient became hypotensive, and intermittent st elevations were detected in the cardiac monitor. Despite inotropic support, the patient went into ventricular fibrillation, and venoarterial extracorporeal membrane oxygenation (ECMO) was initiated. Then the patient was successfully defibrillated back into normal sinus rhythm. Efforts to selectively angiograph the left coronary artery were unsuccessful, but an aortogram revealed that the displaced evolut pro had sealed the sinotubular junction and blocked coronary flow. Subsequently, the valve was snared and repositioned in the ascending aorta, restoring coronary flow. The patient stabilized with the return of cardiac pulsation. Given the patient¿s high surgical risk, the decision was made to implant a second transcatheter valve. The evolut pro was snared again (to avoid downward displacement when crossing with the second valve), and a non-medtronic transcatheter valve (edwards sapien 3) was implanted. Coronary angiography confirmed the patency of both the left and right coronary arteries. Shortly afterward, the patient remained hemodynamically stable and required minimal inotropic support, and transesophageal echocardiography confirmed full recovery of left ventricular function, so the patient was decannulated from ECMO in the catheterization suite. Then the patient was admitted to the critical care unit and was discharged home six days later. According to the authors, the reason for the displacement of the evolut pro was unclear. No further information pertaining to medtronic products was noted.